Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a lead was attempted in the his bundle however it would not capture. The lead was not used and a left ventricular (lv) lead was attempted in the coronary sinus (cs). That lead dislodged twice, so it was not used and a competitor cs lv lead was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.